Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigation did not reveal any device defect or malfunction which could explain for the reported symptoms. Reportedly the active electrode migrated partially out of cochlea. The reported symptoms of dizziness and facial nerve stimulation are likely a result of electrical stimulation in the middle ear. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Recipient's hearing performance was affected: speech perception dropped about 50% since the year before and recipient reported muscle spasms on the right side, near the implant. Pain was also reported with high stimulation on some other channels. There was no reported incident of trauma. Recipient has been re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance is affected: speech perception dropped about 50% since last year and user reports muscle spasms on the right side, near the implant. Pain is also reported with high stimulation on some other channels. Imaging results show 5 channels to be extra-cochlear. Reimplantation is considered.